Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and suture was used. The needle broke at the tip during suturing at the dermis. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01089. The same patient is represented in each medwatch.